Event description:
It was reported that the wake button was difficult to press and/or required multiple presses to turn on. Reportedly, the customer's blood glucose (bg) level subsequently increased; bg value was not provided. Insulin was administered via a manual injection and a correction bolus was delivered via the pump to address the elevated bg. Additionally, the customer's bg level subsequently decreased to below 54 mg/dl, and the customer consumed carbohydrates to address the low bg. No additional information was provided regarding how the wake button issue resulted in the high and low bg levels. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.